Event description:
Customer stated, "shorted in my hand last night, popped and fire and smoke came out of the hand held as I was holding it, and burnt my sheets." The product has returned for investigation. The customer did not claim any injury. The product was approx. 16 years and 7 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord at the strain relief. The investigator determined the customer was twisting the cord. This led to excessive tension at the strain relief which led to the cut which caused the sparks the customer described. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts".